Manufacturer narrative:
(B)(4).

Event description:
It was reported thrombus occurred during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. Right after deployment of the watchman ® laa closure device a thrombus was observed on the tip of the was. The closure device had been deployed too proximal; it was recaptured and removed. Additional heparin was administered and the thrombus was aspirated. Upon removal a small amount of visible thrombus was identified upon aspiration from the was. The case was aborted. It was noted that the patient¿s activated clotting time (act) was only 158 seconds. There were no further patient complications reported and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. Right after deployment of the watchman ® laa closure device a thrombus was observed on the tip of the was. The closure device had been deployed too proximal; it was recaptured and removed. Additional heparin was administered and the thrombus was aspirated. Upon removal a small amount of visible thrombus was identified upon aspiration from the was. The case was aborted. It was noted that the patient¿s activated clotting time (act) was only 158 seconds. There were no further patient complications reported and the patient condition is fine.